Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6) transmission with a pause episode. Review of egms noted diminished under sensed r waves, combined with signature of drop out at the onset. The patient was asymptomatic. No intervention was reported.